Event description:
It was reported that the non-bsc right ventricular (rv) lead exhibited a loss of capture. Technical services (ts) was consulted and noted the right ventricular automatic threshold test showed a higher pacing threshold than manually programmed for the pacemaker (pg). Ts discussed pacesafe back-up and suspension outputs on the pg, and they will program bipolar configuration with right ventricular automatic capture (rvac). The patient will follow-up in two weeks with the clinic for more testing and evaluation. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.